Event description:
A patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified a hemostatic valve separation issue. It was initially reported by the customer that the dilator would not go over the carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The physician had resistance, and the dilator would not advance with the sheath. No occlusion during irrigation. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. It was also reported the carto vizigo¿ 8.5f bi-directional guiding sheath - medium mushroomed right at the skin lever so it would not go into the skin. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced and the issue resolved. The customer¿s reported issues of obstructed sheath and the reported soft tip were assessed as not reportable malfunction as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 27-sep-2021, the bwi product analysis lab received the one of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium for evaluation. On (B)(6) 2021, pal revealed that a visual inspection of the device found the hemostatic valve was dislodged inside the hub of the device. This finding was reviewed and assessed as an MDR reportable malfunction.

Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. The brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed and no internal action related to the reported complaint were identified. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of quality process all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).